Event description:
It was reported by service report that there was a broken load wheel casting on the pt left side on the head end assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.